Event description:
A malfunction was reported with the pump, but no notable events occurred prior to this malfunction. The customer's blood glucose level did not exceed 500 mg/dl and there was no adverse impact. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.